Event description:
During evaluation, a broken occluder feet beneath the twist clamp that resulted in an internal leak through a closed twist clamp was identified on the minicap transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital . The device was received for evaluation. A visual inspection with the naked eye noted a broken occluder feet beneath the twist clamp. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; leak testing and clamp function testing identified an internal leak through closed clamp. The cause of the broken occluder could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.